Manufacturer narrative:
The lot number for the device was provided, therefore, a lot history review was performed. The sample was returned for evaluation as well as one electronic video and image. The investigation is confirmed for the reported inflation problem, leak, and rupture. The definitive root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u8150215 pta balloon dilatation catheter allegedly experienced inflation problem, leak, and rupture. The information was received from a single source. The malfunction involved a patient with no reported patient injury. The male patient is (B)(6) years old and his weight was not provided.